Event description:
The customer reported that the analyzer produced unexpectedly high potassium results on several pt samples a system entancement has been added to the analyser to address this issue. There was no pt harm as a result of this occurrence.